Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was clarified that when the patient stops doing yoga or gets up from the dentist chair, pss asked if therapy returned to being find and caller replied "it changed". Patient stated she was diagnosed with rheumatoid arthritis for 4 years and their arthritis surgery was postponed due to covid-19.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that in the beginning of march she started noticing changes when was doing yoga, when in the dentist chair going from standing to sitting and while sitting just firing away at patient and wake patient up from sleeping and gets a persistent, uncomfortable feeling in her head. For so long everything was so good for so long. Patient reported no falls or changes. Patient was in the dentist chair yesterday and was lying down, she had to get up and turn device off. It was buzzing her so much. It is like a high sensation/stimulation like its turned up too high. The entire time while lying in dentist chair this occurs and buzzes whole body. Patient has not tried lowering. When she got out of dental chair she was just fine. Patient has not had to change since implant. Patient is not sure if the leads came loose and this is the response when this happens. Patient was redirected to hcp to have the unit checked. Patient added that her device also controls pain of arthritis in thumb so when turn off doesn't get coverage in thumb. Patient has been dealing with this for four years and was supposed to have surgery but with all going on (covid-19), that has been suspended. No further complications were reported. Omitted information regarding pe (B)(4) - charging issues & pe (B)(4) previous device replaced in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that simple position changes like standing to sitting, or bending to laying down led to the issue. A rep advised for adaptive stim to be turned off. The issue was not resolved, although the discomfort had lessened somewhat. From (B)(6) 2017 to (B)(6) 2020 the system worked very well. No further complications were reported.